Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart half height drawer 4.1 and 4.2 was failed. A field service engineer reset all cables to resolve this issue. Preventative maintenance has performed the system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was continuously failed. The customer stated that there was unable to pull the medication from drawer 4.1 or 4.2. There was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.